Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility name and address were not provided. Investigation summary the product has not returned to depuy synthes, however photos were provided for evaluation. ¿ visual inspection of the returned photos found poor image visible on the display. The overall complaint was confirmed as the observed condition of the coupler ac zoom would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated in our service center to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the coupler device contained a gap between the optics lens and the camera-head lens. When light entered the gap, the monitor image was disrupted and became unusable for arthroscopy. The effect was reproduced in photographs using a light source. It was reported that the event was identified at the service center and there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.